Event description:
A customer reported experiencing multiple intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed critical limits. Although the customer initially declined troubleshooting, they managed the situation by clearing the alarm and sometimes resetting everything. Technical support planned to proceed with sending a replacement pump, and the customer agreed to continue using the current one until the replacement arrived. Additional education and instructions were provided on how to properly handle and return the pump.